Manufacturer narrative:
The console or components were not returned for analysis. However, the console was evaluated by a field service engineer (fse) at the customer site. During functional evaluation of the console, it was identified that the air filter was completely clogged by dust which causes the chiller to overheat. The fse proceeded to perform a visual inspect to the defective chiller filter and it was replaced, resolving the complaint. No further issues were identified during service, and the console was confirmed to be fully functional after the replacement. It is likely that the error message resulted from the defective chiller filter, leading to the reported event. The reported complaint was confirmed. Based on review of all information available and analysis results, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that during a prostate ablation procedure, the console launches an emergency shutdown message, and the procedure could not be completed. There were no patient complications. This event is being reported for an aborted/cancelled procedure with a patient under anesthesia or sedation status is unknown.

Event description:
It was reported that during a prostate ablation procedure, the console launches an emergency shutdown message, and the procedure could not be completed. There were no patient complications. This event is being reported for an aborted/cancelled procedure with a patient under anesthesia or sedation status is unknown.